Event description:
The hospital reported a malfunction resulting in the over-delivery of pressure. There was no patient injury.

Manufacturer narrative:
The customer reconnected a scavenging hose which resolve the issue. Customer contact reports no patient information is available. Unique identifier: (B)(4). Legal manufacturer: (B)(4). The customer reconnected a scavenging hose which resolve the issue. Customer contact reports no patient information is available. Unique identifier: (B)(4). Legal manufacturer: (B)(4).